Event description:
Impactor broke during case.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a specialty impactor was reported. The event was confirmed. Method & results: -device evaluation and results: a material analysis has been performed. The report concluded: ¿the tip component of the impactor fractured in overload. Localized material degradation was observed at the origin of the fracture. Evidence of repeated use was observed throughout the device.¿ -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the investigation concluded that the impactor fractured in overload.

Event description:
Impactor broke during case.